Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain in extremity ("pain leg/ legs down to foot"), back pain ("pain back") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and muscle strain ("pulling in legs"). The patient was treated with surgery (scheduled date of essure removal (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, vulvovaginal mycotic infection, urinary tract infection, alopecia, pain in extremity, back pain, abdominal pain and muscle strain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, muscle strain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryocautery of cervix on (B)(6) 2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain in extremity ("pain leg/ legs down to foot"), back pain ("pain back") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and muscle strain ("pulling in legs"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, migraine, vulvovaginal mycotic infection, urinary tract infection, alopecia, pain in extremity, back pain, abdominal pain and muscle strain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, muscle strain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2021: diagnosis: fallopian tubes, bilateral (tubal ligations): two fallopian tubes, completely transected. Gross description: the specimen is received in a formalin filled container labeled with the patient¿s name and "bilateral fallopian tubes' and consists of two unoriented purple-tan fimbriated fallopian tubes that measure 4.8 x 0.7 and 4.2 x 0.8 cm. The shorter fallopian tube is inked blue for reference. Sectioning reveals no gross lesions.; on (B)(6) 2021: preoperative and postoperative diagnosis: 1. Left lower quadrant pain. / 2. Menorrhagia. / 3. Dysmenorrhea. / 4. Essure in place. / 5. Desires permanent sterilization. Intraoperative findings: the essure device's proximal end was noted at the right tubal ostia hysteroscopically. The left essure device was not visualized. Laparoscopic findings revealed a normal appearing uterus, tubes, and ovaries with a left essure coil in the proper location. Description of procedure: cervix was visualized and grasped with a single-tooth tenaculum and serially dilated and operative hysteroscope was placed with the findings as noted above. The coil on the right was grasped and removed from the right tube in multiple pieces without difficulty. Both the inner and outer coil distal and proximal ends were identified. Similarly, at this point, the hysteroscopic portion was concluded. Survey of the patient's abdomen and pelvis revealed findings as above. The left fallopian tube was amputated from the mesosalpinx to the level of the uterus. At this point, endo shears were used to open up the fallopian tube and the tube was removed at this point. The essure coil was grasped and removed from the tubal lumen without difficulty and again both proximal and distal ends of both the inner and outer coil were identified. Hemostasis was achieved on that side using the thunderbeat and attention was turned to the patient's right side. The right fallopian tube was amputated from the mesosalpinx using the thunderbeat and removed. Both tubes were removed through the 8 mm port site. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: removal information added; reporters added; lab data added; imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryocautery of cervix on (B)(6) 2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain in extremity ("pain leg/ legs down to foot"), back pain ("pain back") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and muscle strain ("pulling in legs"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, migraine, vulvovaginal mycotic infection, urinary tract infection, alopecia, pain in extremity, back pain, abdominal pain and muscle strain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, muscle strain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2021: diagnosis: fallopian tubes, bilateral (tubal ligations): two fallopian tubes, completely transected. Gross description: the specimen is received in a formalin filled container labeled with the patient¿s name and "bilateral fallopian tubes' and consists of two unoriented purple-tan fimbriated fallopian tubes that measure 4.8 x 0.7 and 4.2 x 0.8 cm. The shorter fallopian tube is inked blue for reference. Sectioning reveals no gross lesions.; on (B)(6) 2021: preoperative and postoperative diagnosis: left lower quadrant pain. / menorrhagia. / dysmenorrhea. / essure in place. / desires permanent sterilization. Intraoperative findings: the essure device's proximal end was noted at the right tubal ostia hysteroscopically. The left essure device was not visualized. Laparoscopic findings revealed a normal appearing uterus, tubes, and ovaries with a left essure coil in the proper location. Description of procedure: cervix was visualized and grasped with a single-tooth tenaculum and serially dilated and operative hysteroscope was placed with the findings as noted above. The coil on the right was grasped and removed from the right tube in multiple pieces without difficulty. Both the inner and outer coil distal and proximal ends were identified. Similarly, at this point, the hysteroscopic portion was concluded. Survey of the patient's abdomen and pelvis revealed findings as above. The left fallopian tube was amputated from the mesosalpinx to the level of the uterus. At this point, endo shears were used to open up the fallopian tube and the tube was removed at this point. The essure coil was grasped and removed from the tubal lumen without difficulty and again both proximal and distal ends of both the inner and outer coil were identified. Hemostasis was achieved on that side using the thunderbeat and attention was turned to the patient's right side. The right fallopian tube was amputated from the mesosalpinx using the thunderbeat and removed. Both tubes were removed through the 8 mm port site.. Batch no c76447, production date 2014-07-02, expiration date 2017-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. C76447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pain in extremity ("pain leg/ legs down to foot"), back pain ("pain back") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and muscle strain ("pulling in legs"). The patient was treated with surgery (scheduled date of essure removal (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, vulvovaginal mycotic infection, urinary tract infection, alopecia, pain in extremity, back pain, abdominal pain and muscle strain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, muscle strain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain pelvic, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines / headaches, yeast infection, uti, hair loss, pain leg/ legs down to foot, pain back, pain abdominal, heavy bleeding and pulling in legs. Lot number, insertion details and onset date of events were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.